Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the o-ring in reservoir compartment broke during priming causing insulin to leak. Customer's blood glucose was 80 mg/dl. Customer was advised that reservoir would be replaced and insulin would be reimbursed.